Manufacturer narrative:
The device remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Date of event has been estimated.

Event description:
This is being filed to report the single leaflet device attachment (slda), leaflet tear and recurrent mr. It was reported that the initial mitraclip procedure was performed on (B)(6) 2019 to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted reducing the mr to 2-3. Two weeks after the procedure, (B)(6) 2020, the patient fell in the garage and started not feeling well. On (B)(6) 2020, a control echocardiogram was performed, which found that a single leaflet device attachment/slda or leaflet tear had occurred. Mr grade increased to 4. The physician was unable to tell which one it was. On (B)(6) 2020, the patient had mitral valve surgical repair and is doing very well. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incident reported from this lot. A definitive cause for the reported single leaflet device attachment (slda) and tissue damage could not be determined. The reported mitral regurgitation (mr) is a cascading event of the slda/tissue damage. The reported patient effects of mr and tissue damage, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.